Event description:
It was reported that the gastrointestinal videoscope displayed noise across the entire endoscope image. The event occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of noise displaying across the entire endoscope image is due to corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.